Manufacturer narrative:
The pump was received with a minor cracked lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(4) with event date of 07-sep-2025 and related svn#: (B)(4) with event date of 06-sep-2025. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(4) with event date of 07-sep-2025 and related svn#: (B)(4) with event date of 06-sep-2025. On the primary svn#: (B)(4) with event date of 17-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) with event date of 17-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the primary svn#: (B)(4) with event date of 17-feb-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2026 21:22:54.000, (B)(6) 2026 21:26:08.000 (B)(6) 2026 01:51:13.000 to (B)(6) 2026 10:41:31.000 failed battery alert/battery failed alarm was found on: (B)(6) 2026 21:23:36.000 (B)(6) 2026 10:19:31.000, (B)(6) 2026 10:19:47.000 (B)(6) 2026 10:19:54.000, (B)(6) 2026 10:21:19.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Old power management tool was used and there was no power data available for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 06:43:00.000 (B)(6) 2026 06:51:00.000, (B)(6) 2026 07:57:00.000 (B)(6) 2026 09:03:00.000 (B)(6) 2026 14:14:00.000 lostsensor2alert (781) was found on: (B)(6)2026 14:30:00.000 sensorerroralert (801) was found on: (B)(6) 2026 06:45:12.000 (B)(6) 2026 07:02:06.000 sensorsignalnotfound (796) was found on: (B)(6) 2026 15:09:00.000 the pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.49 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the screen/display window of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the location of the damage was on the screen/display. The customer reported a current blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection, as well as self-treatment of a severe glycemic excursion. The customer had blood glucose levels that remained high for more than four hours. The event involved product(s) mmt-342g, mmt-1884, and mmt-431ag. Troubleshooting was performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the cosmetic damage and the damage not impacting pump functionality. No further patient complications were reported. No product return is required for mmt-342g, and mmt-431ag. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.